Manufacturer narrative:
PMA/510(k) number: this part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery. It was reported that fixation was performed at l1-s1 on (B)(6) 2020. L1 screw was removed due to l1 loosening. Decompression and plif were performed additionally at l5-s1 due to root symptom occurrence. Screw of s1 was replaced and fixation was extend until s2ai. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned to the patient. Device status reason : explanted-partial both the screws were explanted and discarded. The patient experienced radicular symptom of l5-s1. Medtronic products did not contribute to the injury and there were no product malfunctions.